Event description:
Case narrative: case (B)(4) is a serious spontaneous case received from a non-health professional via regulatory authority in the united states. This report concerns a patient (no patient identifiers reported) who experienced death during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10mg/2ml, unknown dose, and frequency used for unknown indication from an unknown start date to an unknown stop date. The patients husband reported that the patient passed away on (B)(6) 2021. Cause of death was not provided. It was unknown if an autopsy was performed. Action taken with euflexxa was not applicable. At the time of reporting, the outcome was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting, the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related; company causality: not related. Ferring sender comment: this case contains very limited information, which precludes a proper causality assessment. However, based on the know safety profile of euflexxa the death of the patient is considered not related to euflexxa. Other case numbers: internal # - others = mw5103002. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.